Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem had a defective power cord. The power was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. In addition there was contamination on the battery board. The root cause of the defective power supply brick connector was unable to be positively determined. The root cause of the battery board contamination was unable to be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the damaged connector or contamination. The patient received a replacement battery charger.